Event description:
It was reported that post a percutaneous transluminal angioplasty (pta) procedure, a restenosis occurred. The 90% in-stent restenosis was located in the previously implanted wallstent rp, placed on an unknown date. Lesion details are unknown. The restenosis was treated with a synergy balloon which ruptured at 10 atms. Another wallstent was implanted. The patient status is reported as "fine." The synergy balloon referenced will be on the boston scientific asr q3.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.